Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with ca2 (calcium) on a cobas 6000 c501 module. The first sample initially resulted in a calcium value of 16.03 mg/dl and it repeated as 9.4 mg/dl. The second sample initially resulted in a calcium value of 14.21 mg/dl and it repeated as 7.85 mg/dl. The third sample initially resulted in a calcium value of 12.84 mg/dl and it repeated as 7.84 mg/dl.

Manufacturer narrative:
The calcium reagent lot number was 702235, with an expiration date of 31-mar-2025. A roche field representative ran a carryover test on the system. It was determined that contamination was occurring in the cuvettes and the water level was higher than recommended. The reagent probe was also not being washed correctly and it was adjusted. The gear pump was adjusted. The heat cut filter was replaced and a photometer adjustment was performed. After these actions, the issue was resolved. The investigation is ongoing.